Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex as a night time dwell, intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient did not have a good sterile technique (described as touch contamination). The patient developed cloudy effluent on (B)(6) 2010 and was diagnosed with sterile peritonitis (considered a relapse of the first episode which occurred on (B)(6) 2010). The outcome of the event of sterile peritonitis was not reported. It was not reported whether the patient was re-trained in aseptic technique, therefore the outcome of did not have good sterile technique was unknown. The root cause of the event of sterile peritonitis was the patient did not have good sterile technique and it was likely that the peritonitis had been caused by touch contamination. Extraneal was ongoing. The reporter considered the event of sterile peritonitis possibly related to extraneal, however very likely there was a microbial cause. The reporter did not provide an opinion of causality for did not have good sterile technique.